Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1270, awareness date 06-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer had a daughter. She reported that soon after the test confirmed blocked, all of her symptoms started. She went to her original gynecologist more than 5 times, only seeing her implanting doctor once. It has been nonstop 2 years of doctor appointments, emergency room visits, urgent care, family planning visits and gastrointestinal specialist. Until she found a doctor to remove the essure devices. Her hysterectomy date was (B)(6) 2015. She had a perforated tube. She experienced all kinds of infections, pain, migraines and the worst anxiety. The pain was better. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after one and a half year underwent a hysterectomy to remove the devices. During the procedure a perforated tube was diagnosed. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case, the exact date and mechanism of this perforation were not reported. The perforation was diagnosed during a hysterectomy, one and a half year after essure insertion. Given the nature of this event, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention to remove essure (hysterectomy). Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.